Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. A service history review (shr) was unable to be performed as no serial number was provided.

Event description:
It was reported that syringe pump had an error message (invalid syringe type) even though it was correct. It was on a patient when this alarm started and there was no patient harm.